Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-fem-celect-pt. Device similar to device approved in us under k121629. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 17 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect&#59398;filter (lot # e3311498) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was >= 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 15.2 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4 degrees. On (B)(6) 2015, post- procedure x-ray: site: filter tilt was >= 16 degrees. Analysis: the angle of filter tilt in the ap view was 11.7 degrees and 2.1 degrees in the lat view. Patient outcome: filter retrieved (B)(6) 2016, no longer clinically needed. Patient has exited the study.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-fem-celect-pt. (B)(4). Summary of investigational findings: the investigation is based on event description and review of provided imaging. The imaging review does not confirm filter tilt >16deg; in reference to the segment of ivc a tilt of 11deg was measured and 12deg of tilt in reference to the spinous processes. Tilt should be measured in reference to the longitudinal axis of the ivc. The imaging review also found penetration by two primary filter feet on the pre-retrieval x-ray images four months after filter placement. No significant worsening of the ivc filter tilt. No discussion regarding any symptoms associated with penetration. Based on the information provided, the root cause for the reported filter tilt and perforation cannot be determined. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar devices.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 17 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3311498) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was >= 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 15.2 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 4 degrees. On (B)(6) 2015, post- procedure x-ray: site: filter tilt was >= 16 degrees. Analysis: the angle of filter tilt in the ap view was 11.7 degrees and 2.1 degrees in the lat view. Patient outcome: filter retrieved 1/20/2016, no longer clinically needed. Patient has exited the study.